Event description:
It was reported to bd on site representative by the clinician that there was medication left in the syringe at the end of IV tylenol infusion. There was patient involvement but patient harm is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.